Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported there were gaps in the waveforms being transmitted to the central nurse's station (cns) from a gz telemetry transmitter. No patient harm was reported. Investigation summary: as no devices were returned for evaluation relating to this event, the reported issue could not be duplicated nor confirmed. As such, a root cause cannot be determined. The customer was requesting on-site support to resolve the issue. No further issues were reported. While troubleshooting, it was revealed that the transmitter's access point was in competition with two other nearby access points. Even after replacing the transmitter with a working one, the issue persisted, and devices assigned to the room experienced unusual handoffs between access points. Due to the age of the complaint, additional information is unlikely to be made available. As the issue was isolated to a room at the facility and not a device, the cause of the issue is likely related to the customer's network environment. A serial number review of the reported device does not reveal additional related complaints. The following fields contain no information (ni), as an attempt to obtain the information was made, but not provided. Attempt #1 05/27/2021 emailed customer via microsoft outlook for all items under the no information section above. The customer provided additional device information and some of the patient informaiton, but not all of the requested information. Additional device information: d10: concomitant medical device: the following devices were used in conjunction with the cns. Telemetry transmitter model: gz-130pa sn: (B)(6). Telemetry transmitter (test device) model: gz-130pa. Sn: (B)(6).

Event description:
The biomedical engineer (bme) reported there were gaps in the waveforms being transmitted to the central nurse's station (cns) from a gz telemetry transmitter. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that there were gaps in the waveforms being transmitted to the central nurse's station (cns) from a gz telemetry transmitter. He stated that the information gaps are consistently occurring despite extensive troubleshooting having been performed with the assistance of his facilities network engineering team. He also stated that the issue is isolated to one specific room in the department. During the troubleshooting process. They discovered that the access point used by the transmitter was actually competing with two other access points in close proximity to the room that is being affected. Additionally the transmitter associated with the reported problem was swapped out with properly functioning devices and the issue still remained. It was determined, with assistance from the network engineering team, that any device that was assigned to the room would experience unusual hand off activity from one access point to another. After multiple attempts to resolve the issue it was decided that they would request for the network provider to turn down the eirp. This step initially resolved the reported issue but the problem reemerged once again. They are requesting on-site support to work alongside the facilities network engineering team to verify the signal strength being transmitted to the access points located in the affected room. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Concomitant medical device: the following device(s) were being used in conjunction with the cns. Telemetry transmitter model: gz-130pa sn: (B)(4). Telemetry transmitter (test device) model: gz-130pa sn: (B)(4).

Event description:
The biomedical engineer (bme) reported that there were gaps in the waveforms being transmitted to the central nurse's station (cns) from a gz telemetry transmitter. He stated that the information gaps are consistently occurring despite extensive troubleshooting having been performed with the assistance of his facilities network engineering team. He also stated that the issue is isolated to one specific room in the department. During the troubleshooting process. They discovered that the access point used by the transmitter was actually competing with two other access points in close proximity to the room that is being affected. Additionally the transmitter associated with the reported problem was swapped out with properly functioning devices and the issue still remained. It was determined, with assistance from the network engineering team, that any device that was assigned to the room would experience unusual hand off activity from one access point to another. After multiple attempts to resolve the issue it was decided that they would request for the network provider to turn down the eirp. This step initially resolved the reported issue but the problem reemerged once again. They are requesting on-site support to work alongside the facilities network engineering team to verify the signal strength being transmitted to the access points located in the affected room.